Manufacturer narrative:
Investigation conclusion: a device history review is not required as the event description does not indicate a potential manufacturing issue. Ventricular dysfunction resulting in left ventricular ejection fraction (lvef), bradycardia and conduction disturbances such as left bundle branch block, are known potential adverse effects per the instruction for use and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve (pav). These events are typically not the result of a device malfunction and are instead patient related events.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) and sinus bradycardia were noted. Four days after the implant of this transcatheter bioprosthetic valve, the patient exhibited worsening anemia. A transfusion of one unit of packed red blood cells (prbcs) was administered. The condition was reported as ongoing. Nine months post implant, the lbbb was still present along with decreased left ventricular ejection fraction (lvef), despite maximum medical therapy. A biventricular implantable cardioverter defibrillator (ICD) was placed. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.